Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 10/20/2017 with the following findings: the alleged power issue could not be duplicated or confirmed with investigation. Review of the pump's black box revealed no related issues or abnormal pump behavior. No damage or defect was found to the pump's battery compartment or battery cap. The battery cap contact dimensions were within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No moisture was observed on the pump¿s internal components.